Event description:
International affiliate reports this and two other implanted depuy spine set screw had loosened and separated from pedicle screws in situ. Surgery was performed and two of the set screws were retightened and the third set screw was changed out. As an add'l surgical procedure was required to address the set screw loosening, medwatch reports are being filed to document this event. This medwatch report is being filed for one of the screws that was retightened. Medwatch report numbers 1526439-2010-00039 and 1526439-2010-00041 and being filed for the other two set screws that were involved in this event.

Manufacturer narrative:
Surgery was performed to retighten the set screw which remains in the pt. Examination of x-ray images that were provided revealed that the anchor pints at the distal end of the construct were under significant stress due the pt's kyphotic curve. The cause of set screw loosening cannot be positively determined. However, it is possible that all of the anchor points of the construct were not retightened prior to closing the pt. Care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.